Event description:
The system was explanted due to infection and erosion. The leads subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: lar114708v - inner insulation breached; full lead returned for analysis. Laj248578v - inner insulation breached; full lead in segments returned for analysis.